Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had defective tubing. The following information was provided by the initial reporter: tubing was primed with IV magnesium. When the pump was started, fluid leaked out of a pin hole in the lumen, possibly a manufacturing defect?

Manufacturer narrative:
Two photos were submitted for quality evaluation. Inspection of the photos indicate that there is a issue with the connection of tubing at the outlet port of at a y-site smartsite in the assembly of the infusion set, and not a pinhole leak as specified in the customer's communication. Based on the photos provided by the customer, it appears that there is a issue with a lack of solvent at the bonding location. The customer complaint of separation - component leak was verified. The investigation was forwarded to the manufacturing teams for root cause evaluation. After the investigation with the manufacturing and quality operations teams, it was not possible to identify a root cause due to the provided pictures did not give us enough evidence to perform a line of investigation. One picture indicates leak (long distal) and the second shown separation (distal). No samples were available to perform any investigation. A device history record review for model 2426-0007 lot number 25015142 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.